Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed the display screen was discolored. The returned battery cap threads were damaged and the cap could not secure properly to the pump. A test cap was used for investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen and battery cap thread damage. This report is made based on results of the investigation performed on (B)(6) 2015.